Event description:
It was reported that a brake issue and contamination occurred. A 1.50mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the while advancing to the proximal left anterior descending artery (lad) but the wire changed. The burr was removed from the artery and the wire position was corrected. The device slipped and fell down to unsterile area contaminating the sterile tip of the burr. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the events of guidewire position lost and device not sterile [contamination] were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the DHR and reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The reported events do not indicate any damages or defects to the device during unpacking; it was considered likely that the reported events occurred due to procedural factors.

Event description:
It was reported that the burr got contaminated. A 1.50mm rotapro was selected for percutaneous transluminal coronary angioplasty (ptca). During the procedure, the doctor tried reaching the burr in proximal left anterior descending artery (lad) but the wire position got changed. The burr was removed from the artery and the position was corrected. When the burr was being taken, the sterile tip part slipped and fall down to unsterile area. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.